Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, it was determined that the device upstream occlusion sensor voltage would not change when the sensor was pushed and the lens was scratched. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device upstream occlusion sensor, seal, 4 pin connector, lens, lens seal, optic switch, bracket, keypad and labels were all replaced and the device passed all testing.

Event description:
It was reported that the device displayed a "cassette not attached" error. There was no patient involvement.